Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 machine had a melted component. No information on which components were melted was provided. Further details regarding patient involvement has been requested, however, at this time none has been received.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k hemodialysis (hd) machine was returned to service at the user facility without issue. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A biomedical technician (biomed) at a user facility reported that the power control board was found melted on a fresenius 2008k2 machine during power up; therefore, no patient involvement. It was reported that there was no other damages observed to any other components. The biomed confirmed that there was no smoke, no burning smell, spark or flames observed. The power supply was replaced to resolve the issue. The machine passed functional tests and was returned to service at the user facility without issue.